Manufacturer narrative:
Model number: 72404131; lot number: 1000033963; model description: belt cuff fgs 4.5cm iz; UDI: (B)(4). Model number: 72400024; lot number: 1000103940; model description: balloon fgs 61-70 cm; UDI: (B)(4).

Event description:
It was reported that the patient was originally implanted with his artificial urinary sphincter (aus) device on (B)(6) 2018. On (B)(6) 2018 the began to experience urinary retention after the removal of his catheter. After examining the pump of the patient's aus device they found that the device had activated itself. The physician deactivated the device hoping to solve the problem and has placed a urinary catheter for 24 hours. The catheter was removed on (B)(6) 2018 after being in for 14 hours. At the time of removal of the catheter the device was deactivated and the urinary retention was resolved. No further interventions or treatments were done and there were no further device issues or malfunctions. Since the removal of the catheter the patient is in optimal health and is at home in perfect condition.

Manufacturer narrative:
Additional information and device evaluation provided in: describe event or problem, evaluation method codes, evaluation result codes, and evaluation conclusion codes. Model number: 72404131. Lot number: 1000033963. Model description: belt cuff fgs 4.5cm iz. UDI: (B)(4). Model number: 72400024. Lot number: 1000103940. Model description: balloon fgs 61-70 cm. UDI: (B)(4).

Event description:
It was reported that the patient was originally implanted with his artificial urinary sphincter (aus) device on (B)(6) 2018. On (B)(6) 2018 the began to experience urinary retention after the removal of his catheter. After examining the pump of the patient's aus device they found that the device had activated itself. The physician deactivated the device hoping to solve the problem and has placed a urinary catheter for 24 hours. The catheter was removed on (B)(6) 2018 after being in for 14 hours. At the time of removal of the catheter the device was deactivated and the urinary retention was resolved. No further interventions or treatments were done and there were no further device issues or malfunctions. Since the removal of the catheter the patient is in optimal health and is at home in perfect condition. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed.